Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No drive or motor anomaly, rewind anomaly or clicking noise anomaly noted during testing. The motor was tested outside of the device and passed. Device had intermittent button response on the esc, act and up arrow buttons due to flattened dome switches. No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. The test battery was removed and reinserted with no failed battery test alarm noted. Device uploaded properly using carelink. Device was monitored for 2 days. No charge or battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button had to be pressed multiple times to respond. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had diminished battery life, insulin pump was blocked and not giving any insulin and unexplained no delivery alarms change site to clear. The customer declined the troubleshoot for the high blood glucose. The customer was treated with manual injection. The insulin pump will not be returned for analysis.